Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination shows that there is a slit in the main body of the tracheal cuff. An attempt made to inflate the returned shows that the tracheal cuff failed to inflate. The bronchial cuff inflated without any issue. Further examination of the cuff body using the microvu shows that there is a ¿v¿ shaped slit in the main body of the cuff. The slit measures 1.2mm x 0.7mm in length. The single wall thickness of the cuff was measured and found to be within the blueprint specification. The most probable root cause is the tracheal cuff body came in contact with a sharp utensil of object. All of our bronco cath product under go a four hour inflate/deflate test and it is at this stage of the process any defect is identified and removed from the lot. The reported defect could not be detected on the unit returned for evaluation. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices had cuff breakage and it was ruptured. It was tested and they found leaks. There was no patient involvement.